Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 31-year-old female being placed on the impella cp for mechanical circulatory support. The first attempt to place the impella cp in the cath lab failed, due to access issues. The patient was sent to the operating room for successful intra-aortic balloon pump (iabp) placement. After iabp placement, the team was successful with placement of the impella cp at the iabp site. There was no patient harm reported.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of delivery issues has been completed. The root cause of the delivery issue was not determined due to lack of clinical details and no product returned. D6a and d6b revised from the initial manufacturer device report 1220648-2024-07318 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-07318 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-07318 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07318.